Event description:
Intermittent oversensing was reported. During change out, it was determined the lead may be fractured. The device and the lead were replaced. No patient complications have been reported as a result of this event. It was further reported the lead was crushed under the clavicle and that the patient daily carried a heavy tool belt over left shoulder, while at work.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary the lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found with the impedance values. The impedance trends were steady. The lifetime ventricular sensing integrity counter has been high for eight months prior to lead replacement. A high value of this count can indicate a possible intermittency in the system. No anomalies were found.

Event description:
Intermittent oversensing. On (B)(6) 2009, noise on v channel. High sensing integrity count 1218, the oversensing is intermittent, and when it occurs, the a-egm looks like a mirror image of the v-egm. The v-egm gets larger at the same time. It must be cross-coupling of the signals within the device. On (B)(6) 2009, intermittent oversensing was reported. During change out, it was found that the lead had a "potentially questionable (fracture)". The device and the lead were replaced. No patient complications have been reported as a result of this event. It was further reported the lead was crushed under the clavicle and that the patient carried a heavy tool belt daily at work over left shoulder.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: updated event date. Evaluation summary: (B)(4) the lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found with the impedance values. The impedance trends were steady. The lifetime ventricular sensing integrity counter has been high for eight months prior to lead replacement. A high value of this count can indicate a possible intermittency in the system. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. Impedance trends were steady. Lifetime ventricular sensing integrity counter is 1303. A high value of this count can indicate a possible intermittency in the system.